Event description:
During the index procedure, the patient had an endeavor sprint drug-eluting stent implanted in the lad. Approximately 15 months post index procedure, the patient suffered a stroke. The investigator assessed that the event was not related to the study device. The patient recovered.

Manufacturer narrative:
Results: inherent risk of procedure (cva/stroke). Conclusions: inherent risk of procedure - (cva/stroke). (B)(4).